Manufacturer narrative:
A company service representative examined the system and was unable to duplicate any errors. The solenoid spacers and cpc vitrectomy connector were replaced as preventive maintenance. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) health devices, hazard update: (B)(6), most corneal burns can be traced to issues related to surgical techniques and not to malfunctioning equipment a letter and copy of this industry article was provided to the customer. (B)(4).

Event description:
A customer reported a corneal burn had occurred. No additional info was given. There have been multiple attempts to retrieve additional info, but none has been received to date.